Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer has a stylus problem as no stylus was returned with the programmer. The stylus was replaced and calibrated and no other anomalies were found. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a stylus problem. The programmer was returned to service. There was no patient involvement.